Event description:
It was reported that the t:slim x2 pump battery would not charge, and a power source alert was noted in the pump history. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed to plug the wall adapter into a known working outlet and wait for at least 30 minutes to see if the pump would begin charging. Subsequent attempts by technical support to follow up with the customer via phone were unsuccessful, leading to the closure of the case.